Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up while they were using it to deliver pacing to a patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer was able to switch to a back-up device and continue patient care. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to request additional information on the patient; however, no response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device locked up while they were using it to deliver pacing to a patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer was able to switch to a back-up device and continue patient care. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to request additional information on the patient; however, no response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device. Physio-control further evaluated the customer's device and was no longer able to duplicate the reported issue. The cause of the reported issue could not determined.